Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the port access kit was opened and a mosquito-like foreign body was allegedly found in the sterilized area. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed power port MRI implantable port kits was returned for evaluation. Two electronic photos were provided for review. Unsealed powerport MRI implantable port kits with all the components received. Visual evaluations were performed. No damage was noted to the outer packaging. Bug like foreign body attached to the inner plastic packaging was noted. Manufacturing review was performed and ¿insect inside the packaging¿ was confirmed and brown contamination was observed in the transparent part of the power loc packaging, which was not inside its packaging. Therefore, the investigation is confirmed for reported foreign body contamination and photo review also confirmed the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the port access kit was opened and a mosquito-like foreign body was allegedly found in the sterilized area. The procedure was completed using another device. There was no patient contact.